Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Event description:
On 21st february, 2024 getinge became aware of an issue with one of surgical lights- powerled 500. It was stated the caps are missing. It was confirmed by photographic evidence the rear cover and dust cover were missing on the spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 21st february, 2024 getinge became aware of an issue with one of surgical lights- powerled 500. It was stated the caps are missing. It was confirmed by photographic evidence the rear cover and dust cover were missing on the spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 21st february 2024, getinge became aware of an issue with one of the surgical lights- powerled 500. It was stated the caps were missing. It was confirmed by photographic evidence the rear cover and dust cover were missing on the spring arm. We decided to report the issue in an abundance of caution as any parts falling off into the sterile field or during the procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of the surgical lights- powerled 500. It was stated the caps were missing. It was confirmed by photographic evidence the rear cover and dust cover were missing on the spring arm. We decided to report the issue in an abundance of caution as any parts falling off into the sterile field or during the procedure may cause contamination or serious injury. The defective parts (ard367501900 - spring arm 567501286 rear cover-ral9016, ard367827555 - sat/pwd/pwdii/vst-ac2000 sf dustcovers) were mounted and the device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to the missing rear cover and dust cover, which could be considered as technical deficiency, and in this way the device contributed to the event. It is unknown if the device was or was not being used for the patient upon the event occurrence. A review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing rear cover and dust cover is moderate. A root cause analysis was performed by the subject matter expert at the manufacturing site. Regarding the missing dust cover, the possible root causes are : non-conformity of the metal covers assembly. Degradation of the metal covers. Improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file ((B)(4)) to include this dust cover fitting procedure in the technical documentation with all spring arms. Regarding the missing rear cover, the incident is due to inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 21st february 2024, getinge became aware of an issue with one of the surgical lights- powerled 500. It was stated the caps were missing. It was confirmed by photographic evidence the rear cover and dust cover were missing on the spring arm. We decided to report the issue in an abundance of caution as any parts falling off into the sterile field or during the procedure may cause contamination or serious injury.